Manufacturer narrative:
D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from a medwatch form (mw5172284), and therefore information is often incomplete or limited. This event may represent a duplicate of an event which was already known to boston scientific. It was reported device embolization occurred. A concomitant atrial fibrillation ablation and left atrial appendage (laa) closure procedure was performed. The ablation was performed without issue. The laa closure procedure was performed using a non-boston scientific intracardiac echocardiogram (ice) imaging catheter as the only imaging intraprocedure. A watchman flx closure device was implanted. It was reported there was no transesophageal echocardiogram (tee) imaging used on the patient this day. At the 45 day routine follow up appointment, the patient came in complaining of shortness of beath. A tee was performed and revealed the closure device had embolized into the left superior pulmonary vein. There are no further details available at the time of this report.